Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available for evaluation at the plant. Visual inspection confirmed the reported condition. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that unknown solution containing epinephrine leaked out of a 4 lead irrigation set during priming. Customer stated that the leak was observed from a separation between the bottom of the fluid chamber and the plug that sealed the bottom of the fluid chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be related to inadequate assembly technique during manufacturing. A CAPA was opened to address this issue. Additional training was provided to the employees performing the process of bonding the cap to the chamber. Should additional relevant information become available, a supplemental report will be submitted.